Manufacturer narrative:
H3: the device was received for evaluation. Lot history review could not be performed as no lot information was provided. Visual inspection identified that the adhesive pad remained attached to the infusion base and the cannula was bent from its original position. The customer¿s reported problem of a bent cannula and adhesive issue was confirmed. No additional damages or anomalies were observed. The most probable cause could not be determined based on the available information.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient after changing the pump (not an ICU med product) earlier in the evening, the glucose level became elevated around 11:39 p.m. While sleeping. At the time of the report, the patient's glucose level was 357 mg per dl and was using a cleo 90 infusion set inserted in the abdomen. The patient confirmed the reading with a fingerstick, which showed 342 mg per dl. It was confirmed that the cannula was bent in a shape resembling a candy cane. There was no patient injury.